Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A partial lead with the connector pin measuring 52.5 cm was returned for analysis. External insulation abrasion was found at 44 ¿ 44.5 cm from the distal tip consistent with lead friction to the ICD can. The abrasion found may have contributed to the complaint of noise problem that was detected in the field. Without return of the entire lead a complete analysis could not be performed.

Event description:
It was reported that noise episodes were noted. The lead was explanted and replaced. The patient¿s condition is fine after the event.